Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was broken in the packaging. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the catheter was broken"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened 20g x 1.00in. Insyte autoguard bc pro unit from lot number 1271324. Additionally, four photos were provided for investigation. The needle had punctured and was protruding through the side of the catheter near the catheter tip. Your reported issue was confirmed however due to the condition of the sample, it could not be determined if the damage occurred during use or during manufacturing. During manufacturing, a needle spear through may occur due to misalignment of the set together station, bent tubing or air blow inconsistency. During use, this may occur during tip adhesion break. A device history record review showed no non-conformances associated with this issue during the production of this batch. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.